Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The pump kept coming with not latched when it is latched. The customer reported issue was duplicated and the issue was due to the lock sensor. The lock sensor was replaced.

Event description:
It was reported that the device had cassette would not load, and the event occurred during immediately on use. There was no patient involvement, and no patient harm/adverse event reported.